Event description:
It was reported that the patient came into the hospital with asystole. Her device was programmed voo, and she would still intermittently have no output from the device. The device was removed from service because there was no capture with lead. No patient complications have been reported since the device was removed from service.